Manufacturer narrative:
The calcium reagent lot number is 671478. The expiration date was requested but not provided. The creatinine reagent lot number is 677539. The expiration date was requested but not provided. The field service engineer (fse) inspected the module. He was not able to duplicate the issue. Maintenance of the module was performed. The customer performed a calcium precision test with acceptable results. The customer performed calibrations and qcs with acceptable results. The investigation noted that the calibration performed on (B)(6) 2023 was within specifications. The investigation noted that the qc recovery was high. After maintenance was performed, the qc was within the normal range. The investigation noted that the alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 and crej2 creatinine jaffé gen.2 results from one patient sample tested on the cobas 8000 c 702 module. The initial results were reported outside of the laboratory. The reporter noted that the initial results were flagged in their data manager which prompted the rerun of the patient sample on their other c702. The reporter stated that she ran qc after the results and many qc results were out of range. They then discarded the reagent pack and loaded a new one. The calibration and the qc for the new reagent pack failed. The initial calcium result from the module was 5.8 mg/dl. The repeat result from the other module was 7.5 mg/dl the initial creatinine result from the module was 0.61 mg/dl. The repeat result from the other module was 1.17 mg/dl the repeat results were deemed correct and amended reports were made.